Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 266 mg/dl and went up over 500 mg/dl. Customer report customer does not allege pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. Customer treated with insulin pump and manual injection. The auto mode feature was inactive. Insulin pump will not be returned for analysis.